Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: results: this device was manufactured on (B)(6) 2011 and a review of dhrs containing lot code 114 showed that this lot passed the required inspection points without mrrs or variances. Service history: date or service: (B)(6) 2014, rga#: (B)(4). Date of service: (B)(6) 2012, rga#: (B)(4). No manufacturing or design related trend has been identified. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements. Lastly, a mayfield patient positioning chart has been provided to the customer as a refresher tool.

Manufacturer narrative:
To date, the skull clamp involved in the reported incident has not been received for evaluation. The skull pins are not available to be returned for evaluation as per customer. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the lock was not working properly. It fell and cut the patient's scalp. The patient needed stitches. The clamp was replaced with a different one. Additional information was requested and on 08/13/2015, the following was provided by the customer: a (B)(6) year old female patient underwent a suboccipital chiari decompression. The surgery was not performed with a stereotaxy device. Mayfield adult disposable skull pins (product ID a1083, lot number not provided) were used. The amount of pressure applied was 60-65 psi. The patient remained in the prone position, however the users were attempting to adjust the head-frame to achieve more flexion of the patient's head when the locking mechanism of the head-frame moved. It was in locked position at a pressure of 60 psi. To compensate for the movement within the locking device, more flexion was applied. The user had just applied the head-frame to patient head and were making final adjustments to achieve desired head position prior to locking to bed when the laceration occurred over the left parieto-occipital area of the patient's head. This area was irrigated with antibiotic solution and suture in layered fashion at the end of the case. The chiari decompression was successfully completed.